Event description:
Patient reported obtaining back-to-back glucose results of ~200 mg/dl and ~ 100 mg/dl (patient could not recall exact values), while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.